Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy irritation under lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that he was given a steroid from a physician and changes in medication as the irritation may have been caused by medication. Follow up indicated that the area is starting the heal.